Event description:
Smiths medical international ltd., has been notified of an event that the user alleges the tube had been inserted into the pt in the supine position. After 2 hours, resistance during ventilation increased. The dr pulled back the tube slightly, suspecting the tube had been inserted deeply enough to reach the bifurcation trachea and resulted in one-lung ventilation. The situation did not change. Then the dr tried to insert a suction tube (suspecting tube was clogging) and found the suction tube could not be inserted. The dr examined the tracheal tube lumen with a fiberscope and found the tube was kinked around the middle of the tube. Tube was replaced with no adverse effect to pt.